Manufacturer narrative:
(B)(4). The sensor was returned and evaluated by the supplier. A review of quality records found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found that the sensor diaphragm was broken and there was foreign matter on the sensor case that is not part of the manufacturing process. Due to the condition of the device as it was received, no testing was possible. Based on their evaluation, the supplier was able to confirm the reported issue and determined the cause of the problem to be mishandling of the catheter. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a followup report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
During icp procedure it was noted that the sensor could not be identified. Changed the generator but issue remained. The surgeon had to remove the sensor. There was no adverse event on patient. Per affiliate: did the reported event cause any delays in the procedure or surgery over 30 minutes? No delay. Were there any adverse consequences to the patient? No. Was the device revised or was it removed and monitoring discontinued? (Icp) it was removed.